Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance. The rv lead remains in use. It was further reported that the right atrial (ra) lead had no capture at 8 volts and low pacing impedance. The ra lead was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4024 lead, implanted: (B)(6) 2000. (B)(4).